Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2005. Revision procedure was performed on (B)(6) 2013 due to elevated metal ion levels, fluid collection and moderate metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.